Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: while there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. However, at this time, the root cause of the customer reported failure mode is unknown. An instrument fragment fell inside the patient but was retrieved during the same surgical procedure. There is no indication that a serious patient injury occurred.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, a fragment from the permanent cautery hook instrument broke off inside the patient and was retrieved. On (B)(4) 2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the isi clinical sales representative (csr) was present during the surgical procedure which was not recorded on video. There were no collisions of instruments during the surgical procedure. The csr and surgical staff had no idea as to how or why the instrument broke intra-operatively. At one point during the surgical procedure, a surgical staff member noticed that a fragment from the permanent cautery hook instrument was hanging from the instrument. When the surgeon attempted to grab the instrument fragment with an unspecified robotic grasper instrument, the instrument fragment fell inside the patient. At the end of the surgical procedure, the surgeon was able to find and retrieve the instrument fragment laparoscopically. No post-operative complications were reported.